Manufacturer narrative:
Battery compartment crack above grip pad. Display is dim, pink. Base crack between case seal and keypad. Cover crack between corner of lens and case seal the pump has been returned and evaluated by product analysis on 02/28/2017 with the following findings: the battery compartment was cracked above the grip pad. The base of the pump was cracked between the case seal and the keypad. The cover of the pump was cracked between the corner of the lens and the case seal. The display was dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment, pump base, and pump cover were cracked. Additionally, the display was dim and pink. This report is made based on results of investigation completed on 02/28/2017.